Event description:
It has been reported during the permanent implant procedure, the pt experienced dural puncture from the needle. A blood patch was performed intra-operative. The pt was admitted to the hospital and was discharged two days later without complications. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.